Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the complaint was not confirmed by failure analysis. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. A visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grips were aligned. The instrument was removed without any issues. The instrument was fully functional. No product issue was identified. Additionally, the instrument was found to have damage of the conductor wire¿s insulation at the grip hub. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, while pulling the force bipolar instrument back, the sharp or broken edge got caught on tissue and made it difficult to remove. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the instrument broke inside the patient and stuck to the patient¿s skin when trying to remove. The instrument was in use for about 15-20 minutes into the surgery. The doctor was able to release tissue before taking out the instrument; however, a port incision had to be increased in order to remove the instrument. There was no report of bleeding. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument for evaluation; however, the investigation is in progress. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.